Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation could confirm the small focus of the x-ray tube was defective. This effect was not a permanent defect, rather an unsteady one. The heating coil of the small focus warped under temperature load and temporarily touched the housing of the mounting. This led to the temporary loss of x-rays of the small focus, while the large focus continued to function. Although it is still possible to work with this system, it was recommended to replace the x-ray tube, especially since the aging process of the wearing part is progressive. The affected x-ray tube has been exchanged by the local service organization and the error did not reoccur. A possible general systematic error that would require corrective action could not be detected. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.